Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for piercing of rubber sleeve with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - based on the investigation results, we are unable to duplicate the customer reported incident. Bd has opened CAPA (B)(4) as a low level of complaints has been verified for non-sleeve recovery on eclipse products to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the device, 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, had instances of side piercing when the tube was pushed on the needle. This resulted in blood leakage from the needle. No medical intervention or injury reported.